Event description:
Dealer reports that the unit alarms after a few seconds and then shuts down. At 5l, states if put down 2 2l, will eventually go to low o2 and alarm, but will run longer. Was in for repair in july under (B)(4).